Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing pain at the site of their implantable pulse generator (ipg) due to recent weight loss. Patient underwent surgery on (B)(6) 2020 to revise the location of the ipg and there were no complications. Patient is stable and pain was resolved.